Manufacturer narrative:
Examination of the returned products confirmed the reported event. A search of the complaint database did not show any other reports against the provided product and lot combination. A review of the device history report did not reveal any anomalies regarding the reported event against the provided product and lot combination. The investigation concluded, based on the provided (B)(4) report, the fracture occurred due to a point contact caused by a misaligned position of the insert within the metal shell. No evidence was found suggesting product error was a contributing factor. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt complained of hip pain 3 months post operatively. X-rays were taken which showed a shadow which needed to be investigated. The pt was booked for a revision and upon investigation, it was discovered that the ceramic insert was damaged and loose ceramic bodies were present.